Event description:
Overinfusion during pt use. Per the facility's biomedical engineer, "the pump was set at 21 ml per hour, and when the nurse came back she noticed the bag was empty." The biomedical engingeer had no info on whether or not any pt injury was involved. No other info is available at this time.